Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: the battery compartment was cracked from the threads down to the case seal. The cartridge compartment was cracked at the threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment were damaged. This report is made based on results of investigation completed on 19-jul-2018.